Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Event description:
Device issue: difficult to remove. Adverse event: surgical intervention. Time of adverse event: during procedure. It was reported that after three xience v stents were implanted (2.5x23, 2.5x28 and 3.0x28) successfully in a heavily calcified mid left anterior descending (lad) artery, the ivus was delivered inside the stents. The ivus became stuck at the distal side of the lesion and caught on the 2.5x23 xience stent. The ivus had crossed through the 2.5x28 and 3.0x28 stents successfully. The physician was going to remove the ivus by inflating a balloon. The first non-abbott balloon catheter used did not cross, but a second non-abbott balloon catheter crossed. An attempt was made to inflate the balloon catheter between the 2.5x23 xience and the ivus; however, the balloon catheter became caught with either the ivus or the xience stent. The pt was taken to surgery and the 2.5x23 xience stent, the ivus, and the non-abbott balloon catheter were removed from the pt's anatomy. There were no reported adverse pt sequelae. No additional information was provided.